Event description:
The patient reports their phone had not alarmed when their blood glucose level had dropped to 36 mg/dl. The patient had lost consciousness resulting in a car accident. The patient was taken to the hospital by ambulance. Once at the hospital the patient had a full body scan as well as x-rays of their ribs and shoulder, the patient was diagnosed with bruising from the airbag during the car accident, the patient was given a bolus of dextrose. The following day in the hospital the patients pod was deactivated. The patient was prescribed morphine. The patient was discharged from the hospital after 6 days. Due to this incident the patients basal rate was changed from (b(4) per hour to (B)(4) per hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.